Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because new orders were not crossing over a technical support specialist executed a site down query, confirming that all messages are currently being transmitted. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system new orders were not crossing over into pyxis. Additionally, it was reported that all systems were set to critical override, which caused a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.